Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The cause of noise was not determined and no oversensing was noted. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.